Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while completing the sphincterotomy, the cutting wire of dreamtome rx 44 snapped inside the patient. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, while completing the sphincterotomy, the cutting wire of dreamtome rx 44 snapped inside the patient. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire anchor was dislodged and dislocated from its original position (distal pierced hole). The device was observed under magnification, and the anchor was broken, and the broken section was not returned. Additionally, the working length was torn at the distal pierced hole. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the wire anchor was dislodged and broken. It was also observed that the working length was torn at the distal pierced hole, which could have been generated due to the tension on the cutting wire during the handle actuation. Also, if the device was energized during the handle actuation, this could have contributed to the analyzed problem. Bowing the device without being completely out of the scope can lead to tearing the working length, displacing the cutting wire anchor from its position. Once the anchor/cutting wire got exposed, the interaction with additional medical devices or contact with the scope could lead to breakage of the anchor. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.